Event description:
During use on patient to treat an unspecified aneurysm, the deltamaxx 18 coil (dmx18124220/c22168) prematurely detached from the delivery system. The coil was removed with a lasso retrieval device (details unknown). No consequences to the patient, and another like device (details unknown) was used.

Manufacturer narrative:
New event description based on additional information on 5/20/2014 when advancing and positioning the deltamaxx 18 coil (dmx18124220/c22168) into a right carotid aneurysm, the surgeon felt resistance and the coil prematurely detached from the delivery system. The coil was removed with a lasso retrieval device (details unknown). There were no consequences to the patient, and another like device (details unknown) was used. The aneurysm was 15x12mm with a large blister tube that measured 12x6mm. It was saccular. A balloon was used to remodel the aneurysm neck. The coil was delivered via a prowler select lp (606s155mx/15690738) with an adequate continuous flush was maintained at all times. There was no resistance between the guidewire (details unknown) and microcatheter (details unknown) when accessing the target site. There was no resistance at any time during advancement of the coil through the microcatheter. Four other coils went through the microcatheter prior to this coil. There were no kinks in the microcatheter that may have contributed to the event. The microcatheter was not repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter. A one to one relationship between the coil & delivery tube was not verified with fluoro prior to repositioning. Coil entanglement with previously placed coils was not suspected to contribute to the event. The coil did not stretch prior to detachment. Product analysis: the deltamaxx device positioning unit (dpu), guide wire, coil, snare, and the microcatheter were all returned severely damaged, entangled, and knotted together with the coil being stretched. The distal and proximal sections of the dpu were severed and not returned. The complete introducer sheath with the resheathing tool was not returned. The coil was returned stuck inside the microcatheter severely damaged, detached, and stretched. The complete coil was returned with the proximal and distal ends intact. The microcatheter was dissected and destroyed in order to confirm that the coil was returned complete with no missing sections. The coil was also dissected in order to remove it from the microcatheter. It is confirmed that the complete coil was returned. A section of coil was left inside the dissected distal section of the microcatheter as no further value could be attained by further destruction of the microcatheter as the coil was completely stretched in this section and the microcatheter has multiple compressed sections. The coil¿s socket ring was severed off the soldered section. The fracture is ductile in nature requiring external force. No material defects were found. The proximal and distal severed sections of the dpu were severed mechanically by a sharp straight edge tool of unknown origin by the end user. Only the middle section of the dpu was returned. The microcatheter was returned with intermittent sections of compression of varying degrees from severe to minor. It was confirmed that the prowler select lp microcatheter had been used successfully with other coils prior to the event and there was no resistance during advancement of this coil and no contributing kinks on the microcatheter. Based on this and the inspection of all microcatheters prior to final packaging, it appears that the damage likely occurred after the reported procedural event. The most likely contributing factor to the coils unintended detachment and stretching occurred during repositioning. During this time frame the coil most likely became temporarily anchored. This can occur due to interaction with coils already dwelling inside the aneurysm, on itself, the distal tip of the 90 degree shaped microcatheter, or with the balloon used for neck remodeling. When the coil is retracted while temporarily anchored the coil will stretched and detach. It was reported that a one to one relationship was not confirmed prior to repositioning; the instructions for use cautions that if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. It further cautions that if the microcoil is positioned at a relative sharp angle to the microcatheter, the microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Although a definitive root cause cannot be determined, based on the analysis it appears that application of force beyond device tolerance contributed to the event. This may have been due to fixation of the end of the coil, possibly by other coils or the remodeling balloon during repositioning of the microcoil. Identified potential procedural factors are addressed the product labeling and with review of the returned device and device history records there is no indication of any related manufacturing issues. Therefore, no corrective actions will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt.